Event description:
It was reported that the patient underwent a total shoulder arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to pain and issues with the tray catching; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment, and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that the patient underwent a total shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to pain and issues with the tray catching. The tray and glenosphere were removed and replaced.